Event description:
An operating room supervisor reported no vacuum/aspiration in cortex mode during a phacoemulsification procedure with intraocular lens (iol) implant. Two different handpieces were used, but the issue remained. The system was exchanged and the case was completed using the same handpiece. There was no harm to the patient. The customer later reported that the system was working properly and that no service was needed.

Manufacturer narrative:
The facility did not request service. No handpieces were returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for the system. The root cause could not be determined. (B)(4).